Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked a nurse performing venipuncture on a patient with an isolation plug leak during a successful puncture for fluid infusion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review (lot#4081481): 1) the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) pcs; 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3) the leakage test results of (B)(4) pcs in process testing and (B)(6) pcs in outgoing testing were within the product specifications; 4) no unqualified, deviation or rework activities in the production process; 5) the septum assembly equipment without abnormal maintenance. 2. The customer returned 2 photos and 1 video, but did not return the defective sample. The photo shows: the package is not opened, the size of the indwelling needle is 20ga, and the batch is 4081481. The video showed that the gauge of the sample was 20ga and there was continuous leakage at the end of the septum. 3. Performed septum leakage test for the retained samples of this batch, and no complaint defects are found. Conclusion(s): no abnormality was found in the product manufacturing process, all the test results were within the requirements of the product specifications. The returned video showed liquid oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information is available.